Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricle) pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the rv was rising.

Event description:
It was reported that the patient experienced many syncopal episodes. During the episodes, the external electrocardiogram did not show any visible pacing spikes. The physician is concerned whether this is an issue with the right ventricular lead or the device. The lead was abandoned and replaced and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.